Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode wear with discoloration/contamination and scuff/scratch marks on the spacer. The electrodes were partially melted. The device was returned with a cut wand cable and a cut saline connector which is not received. There were no manufacturing abnormalities found on the returned device. A functional evaluation of the wand could not be performed as the cable is cut and not received. The suction tube was tested and performed as intended and performed as intended. The cut saline line was tested with a syringe and performed fluently on all three openings as specified. The complaint was verified and the root cause could be determined as expected wear/tear. Factors which can contribute the reported issue are: (1) saline flow was too low (2) excessive ablation on higher as default settings (3) when the recommended suction pressure is not used, this will decrease the functionality of the wand. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a sinus procedure the device's electrode tip dislodged. Nothing was left inside the patient. There was a backup device available. No delay or patient injury reported.